Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument and performed a device evaluation. Failure analysis confirmed the reported issue. The instrument was found to have an ear of the distal clevis broken. The other distal clevis is cracked in half. The broken piece was detached from the instrument. One portion of the broken piece was returned and measured approximately 0.244¿ x 0.242¿ in size. Another portion of the broken piece was missing and was determined to be approximately 0.170¿ x 0.178¿ in size. The root cause of broken instrument distal clevis is typically attributed to the user, such as excess force applied at the instrument tip. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the device logs for the permanent cautery hook (part# 420183-12/ lot-sequence# n10170329- 267) associated with this event has been performed. Per this review of the logs, the permanent cautery hook was last used on (B)(6) 2022 during a cholecystectomy procedure performed by console surgeon michael lowe via system serial# (B)(4). No investigation required as no image or video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: failure analysis confirmed the instrument's distal clevis was broken. This instrument is designed with a clevis pin on the distal end allowing articulation of the instrument assemblies they are holding together and is secured to the device by swaging. If the pin is not properly fused together, the pin could become dislodged and fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument tips were broken. The procedure was completed as planned with no report of patient harm, adverse outcome or injury.